Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard disk was reformatted and the system software and calibrations were evaluation and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up when retrieving cine runs. No patients serious injury or death was reported related to this event.